Event description:
It was reported that during a peripheral recanalization treatment procedure, a balloon rupture occurred. The occluded target lesion was located in the superficial femoral artery (sfa). This offroad re-entry system was used to perform re-entry into the true lumen just below the occlusion. The balloon was inflated to 6atm in order to facilitate the balloon tilting toward the true lumen. Once inflated, the balloon was pushed toward the lumen. The microcatheter was then advanced in order to perforate the intima to allow re-entry. Some resistance was encountered, therefore the microcatheter was removed. During a second attempt to advance the microcatheter the balloon burst. A retrograde peroneal approach was obtained and the procedure was completed with a different device. No patient complications were reported and the patient is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).